Manufacturer narrative:
No unresponsive act or down arrow buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces were noted. No unlocked connector at the lcd board was noted. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corner.

Event description:
Customer reported via phone call that she was changing the set and noticed that the act and down arrow buttons on the insulin pump are unresponsive. Customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.